Event description:
Customer states that glide through sheath did not properly split when the "wings" were pulled apart. Instead, one of the wings broke away without peeling the sheath apart.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. One sheath tab was separated and not returned. The point of separation at the proximal end of the sheath appeared rough and jagged, indicating undue force caused the breakage. The breakage was also uneven and contained rippling. The distal end of the sheath was partially separated along the score line. The total length of the sheath body measured to be 2.76" which is within specifications. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter, while withdrawing from vessel until sheath splits down its entire length. Caution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of separated sheath tabs was confirmed by complaint investigation of the returned sample. The sheath tab was disconnected from the body and contained rough and jagged edges, indicating undue force caused the breakage. Dimensional inspection and a device history record review were performed with no relevant findings. Based on the appearance of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that glide through sheath did not properly split when the "wings" were pulled apart. Instead, one of the wings broke away without peeling the sheath apart.